Event description:
It was reported that gel was separated from the arctic gel pad. User wanted to know if okay to continue using the pad and user thought it was contaminated with ointment they were using on an abrasion just above pad. Explained that device would not work efficiently and recommended to switch out pad.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for diagnostic purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿3.1.1 improper design consideration or material selection¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pad ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that gel was separated from the arctic gel pad. User wanted to know if okay to continue using the pad and user thought it was contaminated with ointment they were using on an abrasion just above pad. Explained that device would not work efficiently and recommended to switch out pad.